Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 29 mm sapien xt case by transseptal approach in mitral position inside a physio ii ring, the physio ring sutures tore which led to surgical mvr. Prior to the tavr, the patient was admitted in poor condition due to the physio ii ring sutures were partially torn. Open heart surgery was not considered an option due to the patient¿s condition and it was decided to attempt a tavr despite the rings partially torn out sutures. The 29 mm sapien xt valve was implanted without issues, however, it was seen that the sutures tore even more. It was attempted to implant an occluder but this caused an even further tearing of the rings sutures. It was then decided as a last option to do a surgical mvr. The sapien xt was explanted patient and a conventional mitral valve was implanted. At the time of this report, the patient was in critical condition in the ICU with a poor prognosis.

Manufacturer narrative:
Additional information was requested but was not forthcoming. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native mitral valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. Per sapien xt instructions for use, safety and effectiveness have not been established for patients with pre-existing prosthetic ring in any position. Furthermore, cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that my require intervention, emergent cardiac surgery, and suture line disruption of components of a prosthetic valve are all listed as possible adverse events associated with the tmvr procedure. In this case, the patient¿s pre-existing torn suture on the physio ii ring was further aggravated by procedure factors (valve in valve procedure and an attempted vascular plug placement).